Event description:
Patient reported that once of her firazyr syringes from order (B)(4) did not have a needle attached to it.

Manufacturer narrative:
The complaint sample, lot number, and sample photos were not provided, and the reporter's contact information is unavailable; therefore, no investigation can be performed.